Event description:
Additional information received indicating that the fault did not occur while in use with a patient.

Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection, and power up process were performed. The customer reported problem was confirmed. According to the investigation, the reported base hardware failure was found on pump at power up and the pump interconnect board did not operate as intended. Investigator replaced the pump interconnect board. Performed pm maintenance and all functional testing passed. The problem source of the reported problem is the supplier.

Event description:
Information was received that this smiths medical cadd medfusion 4000 pump exhibited base hardware failure. No reported adverse effects.